Manufacturer narrative:
The handpiece was received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation has been completed.

Event description:
It was reported that the doctor received a burn in the palm of the hand from the handpiece overheating during an extraction procedure. The procedure was completed with the same device, and there were no pt complications. The burn was described as minor, and there was no additional medication or treatment required.